Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) could not duplicate the reported issue. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated block: b5. During laboratory analysis, the product surveillance technician (pst) connected the occluder head to lab use only (luo) testing equipment. The occluder passed all verification/release testing. The pst ran the occluder for 16.5 hours and verified that no water passed through the tube when in it was in one meter of water above the occluder. It was determined that the occluder met specification.

Event description:
Per clinical review:on (B)(6) 2022, the team experienced a problem with their heart lung machine (hlm) venous occluder immediately prior to initiating cardiopulmonary bypass (cpb), whereby the occluder was allowing flow to pass when it was closed all the way. The user noticed this as the surgeon connected the venous line and removed the tubing clamp at the field, and the situation was immediately remedied by using a tubing clamp to clamp the venous line. Therefore, there was no delay, no blood loss, and no adverse event reported.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the venous occluder head did not fully occlude allowing flow to pass through. As mitigation, manual tube clamps were used. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.